Event description:
It was reported that during cutting of the femur, the drill kept coming unlocked from the handpiece. The tech checked the assembly, it seemed to be locked in (she tried pulling the drill out of the handpiece, but it did not move), but the unlocking problem persisted. The femur cut model has to be regenerate once because the screen showed that we had overcut when we had not taken any bone at all. After the case, the locking mechanism was checked, and the drill was able to lock into the handpiece with no issue; however, when the drill was unlocked and tried to pull it out of the handpiece, it could not pull straight out. To get it out, the drill had to be rotated a little towards lock position and then pull it out. No surgical delay or patient injury was reported.

Manufacturer narrative:
H10: the navio handpiece (part number 110137 / serial number (B)(6)), used in treatment, had difficulty removing (could not pull out) the long attachment from the handpiece during a procedure on (B)(6) 2017. The navio handpiece was returned for further evaluation and the initial visual/functional inspection was performed, which confirmed the reported event. The same long attachment was put with a new handpiece in-house and there was no issue with detaching. Therefore, it is evident that the problem resides with the handpiece. When a new snap lock was inserted into the handpiece, the problem was not replicated. The removed snap lock was investigated to reveal that the most likely cause is a slight lip on the "unlock side" of the internal components. A bur that was not smoothed out or a tolerance stack-up issue may be causing the long attachment to get "hung up" on the lip/edge. The root cause of this issue was found to be tolerance. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored.